Event description:
It was reported that the touch less plus catheter in one or two boxes were folded and this bend caused them to kink up when inserted. It was stated that not all of them were like this issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the touch less plus catheter in one or two boxes were folded and this bend caused them to kink up when inserted. It was stated that not all of them were like this issue.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.